Event description:
It was reported that the device treating health care professional (hcp) placed a call to technical services (ts) for further review of the cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm). Upon review, farfield atrial oversensing was observed. Ts provided the hcp programming optimization recommendations. At this time, the crt-d remains in service. No adverse patient effects were reported.